Event description:
My surgeon used the medtronic infuse which caused me significant pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether thins will get worse.